Event description:
New information received on (B)(6) 2019 indicating that the right ventricular and right atrial lead had dislodged leading to far field p wave oversensing. The leads also exhibited an unspecified issue. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field p wave oversensing. Programming changes were suggested. No intervention was performed. The patient would be continued to be monitored

Event description:
New information received on (B)(4) 2019 indicating that the patient previously experienced inappropriate high voltage therapy. The right atrial lead also previously exhibited a sensing issue. The patient presented for procedure on (B)(6) 2019. During the procedure, the right atrial lead exhibited an issue with the guidewire. The system was explanted and replaced. The patient was discharged post procedure.

Event description:
New information received on (B)(4) 2019 indicating that the patient exhibited twiddler's syndrome. The leads exhibited failure to capture. Chest x-ray was performed and the leads were twisted. No intervention was performed. The device was reprogrammed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.